Event description:
Initial information for this serious unsolicited report ((B)(4)) was reported on (B)(6) 2012 by a dermatologist. (B)(4). This case involves a (B)(6) female patient who received 3 sessions of poly-l-lactic acid treatment on (B)(6) 2011, (B)(6) 2012 given subcutaneously and deep dermal injection for cosmetic treatment. Poly-l-lactic acid batch numbers were (B)(4), expiration date 06/2013, batch number (B)(4), expiration date 06/2014 and batch number (B)(4), expiration date 07/2014. Poly-l-lactic acid was reconstituted with 5 ml of sterile water and 2.5 ml of lidocaine. Topical lidocaine (lignocaine) was used as local anesthetic also. Techniques used were cross hatch, fanning technique and depot technique. Poly-l-lactic acid injection sites were nasolabial folds, marionette line, temples, cheek lines and labiomental crease. Massage was done during treatment and then by the patient. Five months after the last poly-l-lactic acid injection, the patient experienced 7 lumps at all injection sites and some were visible with increased thickening of subcutaneous tissues. Some of the lumps were less than 5 mm and some were larger than 5 mm. No inflammation noted and no evidence of a systemic process. No biopsy was performed. The reporter does not expect the event to be irreversible. Corrective treatment was given including corticosteroids intralesional injection, oral minocycline (minocin) and ciprofloxacin. No surgical intervention was performed. The patient has fitzpatrick skin type ii with no history of immunological or collagen-vascular disease or other relevant medical history. Concomitant medications included lidocaine. Corrective treatment: intralesional injection of corticosteroids, oral minocycline and ciprofloxacin. Action taken: not applicable. Outcome: ongoing (not recovered). Pharmacovigilance comment: nodules are considered a common and listed event for poly-l-lactic acid. Most events of this nature resolved spontaneously over time. These events are typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury.